Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had shut off. Per additional information received from r& d regarding event on 14jun2022, the powered cord was disconnected. Powered the device once booted and urine output displayed issue. The current hour added 142 ml in the hour block. The nurse had just drained the bag prior to the device shutting off. The nurse drained the bag and measured approximately 40ml so the nurse adjusted the current hour volume to reflect that output.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration,"" and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the sensica device had shut off. Per additional information received from r& d regarding event on 14jun2022, the powered cord was disconnected. Powered the device once booted and urine output displayed issue. The current hour added 142 ml in the hour block. The nurse had just drained the bag prior to the device shutting off. The nurse drained the bag and measured approximately 40ml so the nurse adjusted the current hour volume to reflect that output.